Event description:
It was reported that, during the implant testing, the system could not convert the induced arrhythmia. It took several external shocks to convert the rhythm. The shock impedance was 199 ohms. There was a possible hematoma. The pulse generator was repositioned without success. The system was replaced with a transvenous system the same day. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during the implant testing, the system could not convert the induced arrhythmia. It took several external shocks to convert the rhythm. The shock impedance was 199 ohms. There was a possible hematoma. The pulse generator was repositioned without success. The system was replaced with a transvenous system the same day. There were no additional adverse patient effects.